Event description:
The pt received two trial leads with the same lot number. It was reported, a wet tap occurred during the placement of the trail leads. The pt was programmed postoperative, and she had no symptoms from the event. Follow up identified the pt reported, she had a headache several hours later once she was home. It was reported, the headache was still present the next day. Further follow up identified the headache had resolved.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.